Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿service found the display was blemished.¿. The unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. A review of the device history record shows that this unit was manufactured in 2009 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that an issue occurred with an enteral feeding pump. Upon triage, the service tech found the screen had blemishes. On 2017-08-14 the service tech stated that the display had a large ink leak/spot which blocked part of the view of the display.